Event description:
It was reported that the remote home monitoring communicator displayed a red light indicating a potential product performance issue with this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) assisted the patient with troubleshooting, however, a remote interrogation was unable to be completed and the patient was referred to their clinic. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.